Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labelling. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said pw200 will not suction. Patient waking up wet. Walked through t/s customer reset float valve unit passed water cup test with in 20 seconds suctioned 700 ml of water. Also exchanging 3 defective wicks since auth is having issues with adhesive and suction. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw200 will not suction. Patient waking up wet. Walked through t/s customer reset float valve unit passed water cup test with in 20 seconds suctioned 700 ml of water. Also exchanging 3 defective wicks since auth is having issues with adhesive and suction. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.